Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the right cylinder had a bulge at the base of the right corpora, causing discomfort to the patient. The physician believes it was an aneurysm, caused by a weakness in the corpora. The device was pumped up and a hole in the cylinder was observed. Right cylinder was explanted and replaced. The patient is fully recovered.